Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An impedance check was performed and low impedances were identified. The patient was reprogrammed in open-loop and unable to restore adequate therapy. A revision procedure was performed and the evoke scs system was replaced to resolve the reported event.